Manufacturer narrative:
Customer reported that they are doing much better. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels as low as 45 (mg/dl). Reportedly, customer has only been receiving basal insulin from the pump, and despite consuming carbohydrates, cannot get their bg levels above 80 (mg/dl). Customer stated that they felt delirious and required assistance from their friend to obtain the carbohydrates to treat their bg levels. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider immediately to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: pump data recorded multiple low blood glucose (bg) levels starting late on (B)(6) 2016, and throughout the event date of (B)(6) 2016. Pump data showed that the customer's bg levels fluctuated extremely during this time, and their bg levels would rise and fall erratically. There were no drastic changes made to basal insulin rate settings. Five standard bolus requests were made during the time that bg levels were fluctuating. It appears the customer is insulin stacking and continuing to ask for correction boluses without giving the insulin already delivered a chance to affect the bg levels. There is no evidence in the pump logs that suggest the pump failed or malfunctioned.